Manufacturer narrative:
Findings: pump received with button error alarm and no button response due to corroded keypad traces. Unable to perform the displacement test or verify scrolling numbers due to no button response. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the up arrow key started the issue and none of the keys work. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.